Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Microscopic examination and tactile inspection revealed that the shaft was partially separated where the distal shaft connects to the collar. Microscopic investigation of the tip found no irregularities or defect. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 03mar2016. It was reported that catheter kinked occurred. A 145, 5-in-6 guidezilla¿ guide extension catheter was selected for use. During preparation, it was noticed that the guidezilla¿ guide extension catheter was kinked. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the shaft was partially separated where the distal shaft connects to the collar.